Event description:
The report was from the (B)(6) study. The patient was a (B)(6) female with a history of smoking. The indication for the index procedure was stable angina pectoris. Heart rate at baseline was 56/min. Blood pressure was 152/97. The target lesion was the right coronary artery (rca). Lesion length was 80mm and diameter was 3mm. The lesion was denovo and a type c classification. The lesion was pre-dilated with a 2 x 15mm balloon at 16 atm. A cra33300 was deployed at 18 atm, a cra33350 was deployed at 18 atm, and a cra33350 was deployed at 18 atm. All 3 stents were post-dilated with a 4 x 12mm balloon at 18 atm. The patient was discharged the following day ((B)(6) 2007). On (B)(6) 2008, had sudden onset of left hip pain and a kick of fever. Wbc was 14.6 but patient was nontoxic. Xr of left hip showed no bony lesion. Patient was given augmentin. Fever subsided and pain decreased with conservative management. Patient was discharged on same day. At the 2-year follow-up ((B)(6) 2009), the patient was experiencing angina pectoris. On (B)(6) 2009, the patient was referred for chest pain recently. A thallium test and re-coroangiogram has been done without new stenting (30% plad, 40% mlcx, minor prca isr [possible stent fracture over prca but good timi flow]), uneventful procedure. Post cororadial wound healed well with no hematoma or mild bruise. No sob/chest pain upon discharge.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.